Manufacturer narrative:
One device was returned for analysis. Visual inspection found a bad upstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the peizo. As a result, the latch lock sensor, piezo, and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a speaker issue and scratch lens. During physical inspection, it was found that the upstream occlusion seal was bad. There was no patient involvement, no patient injury was reported.